Event description:
It was reported that the patient had an infection, the right ventricular (rv) lead had vegetation growth. Additionally, the right atrial (ra) lead was dislodged due to the patient twiddling the device. No additional adverse patient effects were reported. The lead will be sent to pathology; therefore, lead is not expected to return for analysis.